Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user experienced severe hypoglycemia while using the ilet. Ems was called, glucagon administered, and the user was transported to the hospital. Glucose was managed by manual injections. The user was discharged on (B)(6) 2025.